Event description:
I had a concerto c154dwk defibrillator which is manufactured by medtronic, inc. Implanted in 2007 and 6 days later, I experienced irregular rhythm, which was diagnosed as a loose connection on the device. Seven days later, my doctor replaced which was believed to be a faulty device. We were told by the doctor that when trying to attach the leads to the device, the set screws appeared stripped. After several tries, the doctor then replaced the whole device. We have contacted medtronic and were told that the device was tested and was found to be within their guidelines. Dates of use: eight days in 2007. Diagnosis or reason for use: atrial fibrillation & congestive heart failure.